Event description:
It was reported that the patient was experiencing discomfort due to device migration. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Concomitant product: 0144 competitor lead, implanted: (B)(6) 1999. (B)(4).